Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-10561, 2134265-2017-10563. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The indication for the index procedure was chest pain and st-elevation myocardial infarction (stemi). The target lesion was located at the angulated left anterior descending artery (lad). After pre-dilation with a 2.5x15mm compliant balloon catheter, a 3.00x32mm synergy ii drug-eluting stent was placed in the proximal lad and then a second 2.50x38mm synergy ii drug-eluting stent was placed distal to the first stent in the mid lad. Further inflations were performed using multiple compliant balloons up to 2.5x20mm and multiple non-compliant balloons ranging from 2.5x20mm to 3.0x15mm. Then a third 2.50x28mm synergy ii drug-eluting stent was advanced to treat the distal vessel, but it would not advance pass the previously implanted distal stent. While trying to remove the stent, it got stuck. The entire stent and stent balloon were caught and ripped off the stent delivery system. Then the stent delivery system was removed from the body intact. The stent and the balloon remained in the body undeployed. The attempt to re-wire the stent and the balloon was unsuccessful. At that point, the flow in the lad was still good and the two synergy stents were patent, so the physician decided to leave it alone. The patient was not doing well when taken into the cath lab. The patient was in and out of coding during the procedure and chest compressions were performed, which could somehow interfere with what happened. The patient also had hypotension, respiratory failure, and cardiac arrest. The patient was treated with cardiopulmonary resuscitation (CPR), intubation, multiple vasopressors and medications, intra-aortic balloon pump (iabp) and multiple defibrillations with temporary transvenous pacemaker. The patient ended up expired. However, the physician did not believe it was device related